Manufacturer narrative:
(B)(4). This issue was resolved over the phone; the sample is not available for evaluation. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. Manufacturing records for the disposable set lot were not reviewed as the lot number was not provided. Based on the information gathered during baxter's investigation, the root cause of the alarm was not determined. Use error was reported. The home patient stated she removed and then re-spiked the heater bag during therapy. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The hp stated she removed the spike from the heater bag and water was flowing from the bag. The hp reported she then respiked the bag. The baxter technical service representative (tsr) advised that the set up was compromised and assisted with ending the therapy. The hp confirmed to start over with new supplies. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) who stated she was not aware of the report and the patient had not reported any symptoms. The hp was currently performing therapy. There was no patient injury or medical intervention reported.